Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device failed the leak test from the body cover and blurry image due to faulty charged coupled device (ccd). A device history review revealed no issues that could have caused or contributed to the reported issue. A definitive root cause cannot be identified. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Based on the investigation, no nonconformances were found related to this complaint. No further escalation is required. To instructions for use provides the following: before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If this camera head malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Warning: using a camera head that is not functioning properly may compromise patient. Or operator safety and may result in more severe equipment damage. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the high-definition 3cmos camera head "has possible fluid invasion" as bubbles were seen during reprocessing. No patient involvement was reported.